Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event; see also 0002184052-2016-00214. This complaint is associated with previous reported medwatch 0002184052-2016-00210 and 00211.

Event description:
It was reported that drivers are becoming detached from the handle. The doctor has had final drivers become detached from the torque limiting handles in the vitality set. The doctor lifts up on the counter toque after he locks down the sets screws before he lifts up on the screw driver. As a result the counter torque hits the bottom of the handle and the screw driver shaft then becomes loose and falls.